Event description:
It was reported that during an implant attempt, the helix of the lead did not extend. The lead was not implanted and was replaced by a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and the distal conductor was distorted. There was blood/body fluid (not obstructed) on the distal conductor, the helix mechanism sleeve head, and on the helix mechanism itself. There was a tip seal observation, a deformation/fracture in the proximal section of the inner coil, indicating extension problems, and there was damage at implant.